Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. An unused trima accel set was returned to terumo bct for investigation. The set was returned with the white clamp on the donor line in the closed position and the white sidewall clamp on the sample bag line also in the closed position. Neither clamp showed evidence of damage or malformation. The sample bag did not appear to contain excess air and was not inflated. The set was loaded onto a trima device and successfully passed the tube set/pressure test-during the pressure test the sample bag did not inflate with air. An internal CAPA has been initiated to evalute air in the sample bag. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the sample bag was full of air prior to connecting a donor on the trima device. During the priming of the set they received an alarm: "pressure alarm". Per the customer the white clamps were closed and the sample bag was full of air. The disposable set was unloaded. No donor was connected at the time of the event. EU personal data protection laws are in effect for this event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6, h.7 and h.10 and corrected information in h.10. Corrected investigation: the statement "based on evaluation of the returned set, it was determined that the white sidewall clamp had damage to one of the sidewalls." Provided in supplement 2 no longer applies to this event. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
This report is being filed to provide investigation: upon further evaluation of the returned unused trima accel set, it was foundthat the set was returned with the white clamp on the donor line in the closed position and thewhite sidewall clamp on the sample bag line also in the closed position. Neither clamp showedevidence of damage or malformation. The sample bag did not appear to contain excess air andwas not inflated. The set was loaded onto a trima device and successfully passed the tubeset/pressure test- during the pressure test the sample bag did not inflate with air.the run data file (rdf) was analyzed for this event. The run data file confirmed that the¿pressure test error¿ alert was presented during the tubing set test. The ¿pressure test error¿ alertgenerated in this procedure was due to the aps being unable to reach a targeted negativepressure limit during the tubing set test. At the ¿pressure test error¿ alert screen, the operatorwas requested to verify "the white clamps on the donor line are closed and there is no air in thesample bag, the pump headers and cassette are loaded correctly and there are not obstructions".based on the analysis of the run data file, it is suspected that the targeted pressure could not bereached because the pinch clamp on the sample bag line was likely not occluding the line properly.if the clamp on the sample bag line is not occluding the line properly during the tubing set test,air can have a pathway to enter and exit the sample bag. As evidenced by the ¿pressure testerror¿ alert noted in the run data file analysis, the system alarmed appropriately in this instance.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in and corrected information in investigation: based on evaluation of the returned set, it was determined that the white sidewall clamp had damage to one of the sidewalls. Corrected corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp not effectively occluding the sample bag line consistently. Investigation is in process. A follow-up report will be provided.